Manufacturer narrative:
Visual analysis and scanning electron microscopy (sem) analysis was performed on the returned device. The reported missing proximal balloon marker was confirmed. Based on the sem results, it can be determined that the presence of marker material within the balloon exists. Additionally, there are marks on the inner member surface matching the expected location of the markers and their length, indicating that the markers were sealed and present at some stage. The appearance of the distal marker bonded within the distal seal was determined to be remnants of the marker material pushed within the distal balloon shaft during balloon inflation and pressurizing of the catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation was unable to determine a definitive cause for the reported event. It may be possible that during advancement into the 90% stenosed area of the lesion, the balloon marker was subjected to a torsional load causing the tungsten material to break. Additionally, with a high concentration of contrast media and inflation pressure, it may be possible that the broken tungsten material came off the inner member and was pushed within the distal balloon shaft during inflation as observed on the returned unit; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosed lesion in the superficial femoral artery (sfa). A 4x150cm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion for dilatation when it was noted that the proximal marker was missing, and it was difficult to predict the dilatation size of the proximal edge of the balloon. This same armada 18 balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.